Event description:
During the implant procedure, while positioning the right ventricular (rv) lead no capture and low pacing impedance were noted on the lead. The lead was exchanged, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations revealed the outer coil being kinked at the suture sleeve impression region. Destructive analysis revealed the inner insulation being damaged due to an over-tightened suture sleeve. Electrical tests did not reveal discontinuities on any conduction paths. The cause of the reported events was isolated to the damaged inner insulation due to an over-tightened suture sleeve.